Event description:
It was reported that the nail was found broken at the tip of the lag screw hole. This was discovered upon scheduled hardware removal and was not the reason for hardware removal. Pt status is good.